Event description:
Reportedly, on (B)(6) 2025, the programmer abruptly stopped during multiple interrogations.

Manufacturer narrative:
Analysis of the provided files confirmed that a crash occurred on (B)(6) 2025 during a device session. Therefore, a reinterrogation was tried but communications errors occurred, caused by the removal of cpr4 head. The crash is caused by an instability when aida reading is resumed after being interrupted by a sensitivity test. The main origin of this instability could not be established with certainty. This case is retained and utilized for trend purposes.